Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the patient reported that they haven't been able to charge their ins since yesterday and saw the "cannot recharge device, the controller battery is too low" message. Pt noted they haven't recharged their ins battery for 4-5 weeks because they were stressed and dealing with their brother being in the hospital. Agent had the pt plug the controller into the wall outlet, but there was no green blinking light on the controller. During the call, agent had the patient remove the battery pack from the controller and plug the controller into the ac power supply, but the controller did not power on. Pt confirmed the ac adapter didn't have a green light when plugged into the wall outlet. Agent had the pt plug the ac power supply into a different wall outlet and saw the green light on the ac adapter. Agent helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pt was warm transferred from a different department and mentioned the ins was for migraines. Agent reviewed the external equipment was functioning as intended and reviewed their ins was possibly over-discharged. Agent reviewed the passive recharge mode process and suggested the pt recharge the controller battery fully, then proceed through the passive recharge mode process and call back if necessary. No symptoms were reported.